Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with greater than two seconds of asystole. There was also intermittent rv loss of capture and high out of range shock impedance measurements. A fracture of the shocking electrode was suspected. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The crt-d was also electively explanted. No additional adverse patient effects were reported.